Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the fowler would not go all of the way down. The customer reported that they did not know if there was pt involvement of if there were adverse consequences to report.